Event description:
During follow-up, increased impedance and capture threshold were observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
During follow-up, increased pacing impedance and loss of capture were observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. The device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.